Manufacturer narrative:
(B)(4). The investigation was completed on 02/21/2017. Retain product was tested and the customer complaint was not reproduced. Return product was not available for investigation.

Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2016, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant ionized calcium result of >2.5 on a patient. There was no patient information at the time of this report. Unknown if product is available for investigation. (B)(6). There are no injuries associated with this event. The investigation is underway.